Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced foreign matter within the barrel. This event occurred (B)(6) times. The following information was provided by the initial reporter. The customer stated: the customer reported fm embedded in the barrel. Shown below are the affected lot numbers: 1237644 ×49 - 0175891 ×1 - 0070649 ×1 - 1154244 ×2 - 1194069 ×2.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1237644 . Medical device expiration date: 2023-08-31. Device manufacture date: 2021-08-25 . Medical device lot #: 0175891. Medical device expiration date: 2022-06-30. Device manufacture date: 2020-06-23. Medical device lot #: 0070649. Medical device expiration date: 2022-03-31. Device manufacture date: 2020-03-10. Medical device lot #: 1154244. Medical device expiration date: 2023-05-31. Device manufacture date: 2021-06-03. Medical device lot #: 1194069. Medical device expiration date: 2023-07-31. Device manufacture date: 2021-07-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 4-may-2022 h.6. Investigation: bd received 55 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Three (3) of the samples underwent fourier-transform infrared spectroscopy (ftir) analysis and the material on the stopper was found to have a high degree of consistency with the rubber stopper material itself. The material on the barrel of the syringe was found to have a high degree of consistency with the syringe barrel ink. Additionally, 10 retention samples of each reported lot number from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd preset¿ eclipse¿ , the device experienced foreign matter within the barrel. This event occurred 55 times. The following information was provided by the initial reporter. The customer stated: the customer reported fm embedded in the barrel. Shown below are the affected lot numbers: - 1237644 ×49 - 0175891 ×1 - 0070649 ×1 - 1154244 ×2 - 1194069 ×2.